Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage traveled to low voltage circuitry, damaging multiple components on the pcas. Additionally, the insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca were shorted and the f600 fuse was open. Lastly, the sd card was damaged. The cause of the damaged sd card was the high voltage traveling to low voltage. The root cause for the high voltage travelling to low voltage circuitry, shorted igtbs, and open fuse could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to thermally u725 and u728 components on the distribution node pca. The root cause for the thermal damage could not be positively identified. Manufacture dates: monitor: 4/15/2016, electrode belt: 1/12/2012. Update as of november 18, 2019. In an effort to salvage stored software flag data that may have been present in the flash memory chips on the computer/analog pca, the damaged pca was sent to the contract manufacturer, where the flash memory chips were transplanted onto a known functional pca. The transplant pca was then returned to zoll in an attempt to recover the software flag data on the flash memory chips. Upon return to zoll, the software flag data was manually extracted. The following is a detailed description of the extracted software flags. All relevant flags from the recovered data are dated 2019/08/31. 1. The unit performed and completed a successful download at 1:29:49 am on (B)(6) 2019, switzerland local time. The corresponding download time recorded at zoll is 7:27:09 pm on (B)(6) 2019. 2. The unit detected a vf rhythm at 6:25 am. 3. At 6:25:03 am, the heuristic noise algorithm declared that the vf was not due to noise. 4. Heart rate was detected to be between 330 and 365 bpm. 5. At 6:25:10 am, the converter startup command was set by the dsp to charge for a 150j pulse. 6. Gel was release at 6:25:22 am. 7. Following the gel release at 6:25:22 am, the flags indicated the heart rate had increased, exceeding 400 bpm. 8. At 6:25:37 am, a 150j pulse was delivered. Pulse status word shows that the dsp was able to sync with the qrs wave and complete a normal pulse. 9. Phase 1 was 112j with a pulse with of 3.584ms. Phase 2 was 37j with a pulse with of 2.560ms. 10. Calculated impedance was 48ohms. 11. At 6:25:40 am, the dsp sent another command for converter startup for 150j. 12. At 6:25:48 am, the arm delayed treatment due to decreasing confidence level. 13. At 6:25:59 am, the detection algorithm declared a normal rhythm detected. The event was canceled by the arm. 14. At 6:26:04 am, the converter was turned off. 15. Also at 6:26:04, both response buttons were pressed and held until 6:26:11. This initiated a manual recording. 16. At 6:26:23 am, the monitor attempted an automatic download. 17. At 6:30:23 am, the monitor displayed a download comm fault 202 - monitor could not establish connection to a charger. This is possibly because the monitor was not in bluetooth range of the hotspot. 18. At 7:21:18 am, the unit detected another vf. The heart rate was reported as approximately 300 bpm. 19. At 7:21:28 am, the converter startup command was set by the dsp to charge for a 150j pulse. 20. Following the converter startup command, one additional heart rate flag showing 324 bpm. No further flags were recorded. This is likely the time of the high voltage to low voltage excursion. Based upon the timing of flag buffering, the excursion and resultant damage occurred before the unit would have been able to complete charging the capacitors. Given the state of the unit, it is not 100% certain whether the excursion occurred during the charging of the high voltage capacitors or while attempting to deliver the treatment. However, based upon review of the time stamps in the recovered system flag data, the evidence strongly indicates that the unit failed during the charging of the capacitors and not while attempting to deliver treatment. The excursion caused damage to the processors and the power supplies which caused the loss of any of the pulse data associated with the second treatment that was in progress after 7:21:28 am. Additionally, sd card was damaged preventing recovery of any of the ECG data. The root cause for the high to low voltage excursion is currently unknown. As a part of the continuing engineering investigation, a fault tree analysis (fta) is currently underway to evaluate the high to low voltage excursion event as related to potential failures. The current fault tree analysis has ruled out the following failure modes as a root cause of the event: 1. Improperly rated high voltage capacitors. 2. Excessive length of high voltage storage in the capacitor bank. 3. Abnormal over-charge/over-voltage of the capacitor bank. 4. External thermal damage of the high voltage capacitors.

Event description:
A us distributor contacted zoll to report that a french patient had passed away while wearing the lifevest and that no additional information was able to be obtained from the device due to a short on the board. It was reported that the patient passed away on the morning of (B)(6) 2019. The patient wife was at home with the patient but was upstairs when she heard the alarms. She found the patient downstairs and conscious. The patient told his wife that he fell asleep on the table, was not feeling well, and was sweating a lot. The patient then went to the bathroom to refresh himself. When the patient did not return from the bathroom, the patient's wife went to check on the patient. She found the patient unconscious. It was reported that the garment was covered with blue gel. The patient's wife called emergency medical services and initiated CPR, however it was too late and the patient subsequently passed away. No additional information is known at this time due to a monitor malfunction damaging the sd card.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage traveled to low voltage circuitry, damaging multiple components on the pcas. Additionally, the insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca were shorted and the f600 fuse was open. Lastly, the sd card was damaged. The cause of the damaged sd card was the high voltage traveling to low voltage. The root cause for the high voltage travelling to low voltage circuitry, shorted igtbs, and open fuse could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to thermally u725 and u728 components on the distribution node pca. The root cause for the thermal damage could not be positively identified. Manufacture dates: monitor: 4/15/2016. Electrode belt: 1/12/2012.

Event description:
A us distributor contacted zoll to report that a french patient had passed away while wearing the lifevest and that no additional information was able to be obtained from the device due to a short on the board. It was reported that the patient passed away on the morning of (B)(6) 2019. The patient wife was at home with the patient but was upstairs when she heard the alarms. She found the patient downstairs and conscious. The patient told his wife that he fell asleep on the table, was not feeling well, and was sweating a lot. The patient then went to the bathroom to refresh himself. When the patient did not return from the bathroom, the patient's wife went to check on the patient. She found the patient unconscious. It was reported that the garment was covered with blue gel. The patient's wife called emergency medical services and initiated CPR, however it was too late and the patient subsequently passed away. No additional information is known at this time due to a monitor malfunction damaging the sd card.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage traveled to low voltage circuitry, damaging multiple components on the pcas. Additionally, the insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca were shorted and the f600 fuse was open. Lastly, the sd card was damaged. The cause of the damaged sd card was the high voltage traveling to low voltage. The root cause for the high voltage travelling to low voltage circuitry, shorted igtbs, and open fuse could not be positively identified. Device evaluation of electrode belt sn (B)(6) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to thermally u725 and u728 components on the distribution node pca. The root cause for the thermal damage could not be positively identified. Manufacture dates: monitor: 4/15/2016 electrode belt: 1/12/2012. Update as of 2019-11-18 in an effort to salvage stored software flag data that may have been present in the flash memory chips on the computer/analog pca, the damaged pca was sent to the contract manufacturer, where the flash memory chips were transplanted onto a known functional pca. The transplant pca was then returned to zoll in an attempt to recover the software flag data on the flash memory chips. Upon return to zoll, the software flag data was manually extracted. The following is a detailed description of the extracted software flags. All relevant flags from the recovered data are dated 2019/08/31. 1. The unit performed and completed a successful download at 1:29:49 am on 2019/08/31, switzerland local time. The corresponding download time recorded at zoll is 7:27:09 pm on 2019/08/30. 2. The unit detected a vf rhythm at 6:25 am. 3. At 6:25:03 am, the heuristic noise algorithm declared that the vf was not due to noise. 4. Heart rate was detected to be between 330 and 365 bpm. 5. At 6:25:10 am, the converter startup command was set by the dsp to charge for a 150j pulse. 6. Gel was release at 6:25:22 am. 7. Following the gel release at 6:25:22 am, the flags indicated the heart rate had increased, exceeding 400 bpm. 8. At 6:25:37 am, a 150j pulse was delivered. Pulse status word shows that the dsp was able to sync with the qrs wave and complete a normal pulse. 9. Phase 1 was 112j with a pulse with of 3.584ms. Phase 2 was 37j with a pulse with of 2.560ms. 10. Calculated impedance was 48ohms. 11. At 6:25:40 am, the dsp sent another command for converter startup for 150j. 12. At 6:25:48 am, the arm delayed treatment due to decreasing confidence level. 13. At 6:25:59 am, the detection algorithm declared a normal rhythm detected. The event was canceled by the arm. 14. At 6:26:04 am, the converter was turned off. 15. Also at 6:26:04, both response buttons were pressed and held until 6:26:11. This initiated a manual recording. 16. At 6:26:23 am, the monitor attempted an automatic download. 17. At 6:30:23 am, the monitor displayed a download comm fault 202 - monitor could not establish connection to a charger. This is possibly because the monitor was not in bluetooth range of the hotspot. 18. At 7:21:18 am, the unit detected another vf. The heart rate was reported as approximately 300 bpm. 19. At 7:21:28 am, the converter startup command was set by the dsp to charge for a 150j pulse. 20. Following the converter startup command, one additional heart rate flag showing 324 bpm. No further flags were recorded. This is likely the time of the high voltage to low voltage excursion. Based upon the timing of flag buffering, the excursion and resultant damage occurred before the unit would have been able to complete charging the capacitors. Given the state of the unit, it is not 100% certain whether the excursion occurred during the charging of the high voltage capacitors or while attempting to deliver the treatment. However, based upon review of the time stamps in the recovered system flag data, the evidence strongly indicates that the unit failed during the charging of the capacitors and not while attempting to deliver treatment. The excursion caused damage to the processors and the power supplies which caused the loss of any of the pulse data associated with the second treatment that was in progress after 7:21:28 am. Additionally, sd card was damaged preventing recovery of any of the ECG data. The root cause for the high to low voltage excursion is currently unknown. As a part of the continuing engineering investigation, a fault tree analysis (fta) is currently underway to evaluate the high to low voltage excursion event as related to potential failures. The current fault tree analysis has ruled out the following failure modes as a root cause of the event: 1. Improperly rated high voltage capacitors 2. Excessive length of high voltage storage in the capacitor bank 3. Abnormal over-charge/over-voltage of the capacitor bank 4. External thermal damage of the high voltage capacitors. Update as of 03/30/2020. Zoll has completed its root cause investigation into the damaged components on the electrode belt and monitor. Zoll has concluded that damage was caused by a high impedance short circuit between the high voltage pulse circuitry and the low voltage gel fire circuitry. This likely occurred within one of the three therapy electrode assemblies, based on a previous investigation into similar component damage in june of 2016. The exact source of the high impedance short circuit could not be identified.

Event description:
A us distributor contacted zoll to report that a french patient had passed away while wearing the lifevest and that no additional information was able to be obtained from the device due to a short on the board. It was reported that the patient passed away on the morning of (B)(6) 2019. The patient wife was at home with the patient but was upstairs when she heard the alarms. She found the patient downstairs and conscious. The patient told his wife that he fell asleep on the table, was not feeling well, and was sweating a lot. The patient then went to the bathroom to refresh himself. When the patient did not return from the bathroom, the patient's wife went to check on the patient. She found the patient unconscious. It was reported that the garment was covered with blue gel. The patient's wife called emergency medical services and initiated CPR, however it was too late and the patient subsequently passed away. No additional information is known at this time due to a monitor malfunction damaging the sd card.